Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, the patient was recently intoxicated and fell down a flight of steps this issue was confirmed by a company representative.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the system was explanted to address the issue,

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.